Manufacturer narrative:
The device was received for evaluation with a minicap on the dark blue connector and an evaluation is complete. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A visual inspection was performed with the naked eye. Functional testing was performed which included leak testing, clear passage testing, and clamp function testing. The minicap received with the sample was used during leak testing. A broken light blue main body identified during visual inspection. The reported condition was verified. The sample did not meet specification for the reported issue. An assignable cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This occurred on an unknown date in (B)(6) 2017. The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the twist clamp of a minicap transfer set was broken. This occurred during patient use. The minicap transfer set had been in use for 22 days. There was no patient injury or medical intervention associated with this event. No additional information is available.